Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent a computed tomography (CT) on (B)(6) 2020 without contrast due to known stroke. The patient had a recent ischemic infarct and was now on heparin. The account wished to assess for hemorrhagic conversion. A helical acquisition was obtained from the skull base to the vertex. Coronal and sagittal reformats were also performed and interpreted. The CT was compared to a CT from (B)(6) 2020. The CT found an evolving right middle cerebral artery (mca) territory infarct with hypoattenuation in the right base ganglia and corona. There was no hemorrhagic transformation. A lacunar infarct in the left thalamus was unchanged. There was no acute intracranial hemorrhage or extra-axial fluid collection. White matter hypoattenuation was noted, likely microangiography. Ventricles and sulci were prominent, reflecting cerebral volume loss. Bilateral lens replacements. Orbits otherwise unremarkable. Complete opacification of the left maxillary sinus, with mild thickening of the sinus walls, unchanged. Remainder of the paranasal sinuses are clear. Mastoid air cells are clear. Calvarium is unremarkable. Impression was that there was an evolving right mca territory infarct. There was no hemorrhagic conversion and no midline shift.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a right middle cerebral artery (mca) ischemic stroke on (B)(6) 2020 with no hemorrhagic conversion. On (B)(6) 2020, it was reported the patient collapsed and developed an acute onset of left-sided weakness, left facial droop, and slurred speech. The patient was brought to the emergency room within the timeframe for tissue plasminogen activator (tpa). However, the patient was not a candidate for tpa due to anticoagulation with coumadin and therapeutic international normalized ratio. A computed tomography (CT) angiogram of head and neck showed complete occlusion of the mca. The patient remained stable both from a neurological and heart failure perspective. Patient passed a swallow evaluation and was transferred for continued stroke rehabilitation. The patient experienced subsequent progressive physical decompensation with recovery in their left leg, but very little recovery of the left arm. The patient continued with home health care after being discharged from rehabilitation on (B)(6) 2020. Ultimately they passed away on (B)(6) 2020 after being transitioned to hospice. It was reported that the patient's outcome was not device related. It was reported that the device operated as intended. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. The device was not returned for evaluation.